Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. Based on the symptoms, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include, but are not limited to, a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In conclusion, the electronic module was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated properly. However, the analysis revealed no indication of a material or manufacturing problem.

Event description:
Patient implanted with the device on (B)(6) 2018. Due to other illness, patient passed away in (B)(6) 2022. Device was extracted and was provided to the physician. Physician requested for device interrogation, but no signal from the device, assumed cold eri. Request the device to be analyzed and if possible, recovery of any data recorded on the device. Analysis revealed damage due to a shock delivery of the ICD into an external short circuit. Based on analysis results it was decided to report this event.